Manufacturer narrative:
(B)(4). Follow up: it was reported there was foreign matter. Our quality team has completed a device history record review for material number 305211 and lot number 4116650. The review did not identify any abnormalities during the production process that could have contributed to the condition, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Event description:
Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported by customer that there was foreign matter.